Event description:
It was reported that continuous glucose monitor displayed error message, and customer sought assistance. No additional information was received regarding the outcome of the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, and successfully started new sensor session without further error messages.